Event description:
Boston scientific crm received information that, during interrogation at a routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) displayed some non-sustained episodes. One of the episodes showed oversensing on the pace/sense right ventricular (rv) channel with no underlying rhythm detected on the shock channel. There was at least one second of asystole observed. The real time electrogram (egm) was clean. The patient had no complaints. There were no changes made to the programming parameters. The rv, left ventricular (lv), and right atrial (ra) sensitivity was nominal. All the evaluated parameters (sensing, threshold, impedances) were within range, and similar to the measurements taken at the last follow-up. This patient is not pacemaker dependant. Subsequently, analysis of the printouts confirmed there was noise on the rv pace/sense channel. There were ventricular pauses due to pacing inhibition caused by noise oversensing. The noise was at the end of the electrogram (egm) strip, so the exact length of the ventricular pause cannot be measured. 1.4 seconds of pacing inhibition was observed before the end of the egm. It is unknown if the noise continued on for a longer duration. All available lead measurements were within normal expected range. Ts discussed the type of noise was consistent with myopotential oversensing. Oversensing from diaphragm/abdominal muscle activity is possible with an intact system. Ts suggested trying to reproduce the abdominal myopotential sensing. If this is confirmed, and rv sensitivity is not programmed at least already, one could consider to lower sensitivity. There were no allegations towards the boston scientific products, and there were no adverse patient effects reported.

Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.